Event description:
It was reported: after the coil was deployed partially (up to the first curl), the coil was attempted to be retracted for repositioning. However, no resistance was felt on the pusher, and it was found that the implant had unintentionally detached. As most of the coil remained within the microcatheter, the coil was carefully withdrawn along with the microcatheter and removed from the patient. Another coil was used to continue the procedure. Subsequently, the procedure was completed successfully with no patient health damage.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged premature separation issue and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
No additional incident information was received.

Manufacturer narrative:
Investigation conclusion: two pushers were returned for evaluation. The investigation found the returned pushers kinked and damaged. Neither pusher had an implant attached. The implants associated with the pushers were not returned for evaluation. The investigation found that one pusher had a monofilament with a mushroom profile, indicating successful detachment through thermal activation. The other pusher¿s monofilament showed a tensile break at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher, which is consistent with the unintentional detachment described in the reported event. The physical evaluation of the devices could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the devices experiencing forces exceeding the pusher's yield strength.